Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent undersensing was noted on the right atrial (ra) lead. Chronic high thresholds were observed on the right ventricular (rv) lead. The ra lead and rv lead remain in use. No patient complications have been reported as a result of this event.